Event description:
It was reported that the patient was complaining about shortness of breath and fatigue. The physician made an electrocardiogram (ECG) and found out there was a 3rd degree av (atrioventricular) block. It was also reported that the device had acute battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.